Event description:
The customer reported that the monitor does not have an image on it. No patient injury reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.